Manufacturer narrative:
No patient involvement. A beckman coulter fse (field service engineer) determined that a malfunctioning substrate pump was the cause of failed system checks reported by the customer. Service replaced the substrate pump to resolve the issue. An assessment of the replaced part by the (B)(4) complaint handling unit (chu) reproduced the reported system check failure mode and determined the failure mechanism was substrate delivery imprecision. Upon recurrence, this malfunction has the potential to cause the analyzer to generate erroneous patient results. (B)(4).

Event description:
The customer reported obtaining failing system checks on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer did not report obtaining any erroneous patient results. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter fse (field service engineer) was dispatched to assess the analyzer.